Event description:
Orthopedic surgeon performing a left femur intramedullary nailing for prophylactic fixation of impending pathologic fracture. Pressure sentinel reamers x 2 broke off in patient. All parts of reamers were removed. No harm to patient.